Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, cracked case at the reservoir tube window corner, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was 1000 mg/dl in the hospital. Customer¿s current blood glucose level was 305 mg/dl. Customer had symptoms such as positive results in ketones test, nausea, vomiting, abdominal pain, difficulty breathing, light headed, sore joints. Customer was treated that with insulin shot and insulin drip. Customer stated that the drive support cap was normal. Customer alleging insulin pump for under delivering because customer's blood glucose level came down in the hospital. Customer stated that the there was no air bubble and leak. Customer reports insulin exited at the quick release. The insulin pump will be and reservoir will not be returned for analysis.